Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during setup. The home patient (hp) stated one of her supply bags became disconnected during the setup. The baxter technical service representative (tsr) informed the hp that she would need to end the setup and start over with all new supplies. The tsr assisted the hp to end the setup. The tsr advised the hp to dispose of all the current supplies used and start over using all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2013 and she said she could not recall what happened that day. She said, she could not remember if she had disconnected the bag or how it had become disconnected. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.